Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 , that on (B)(6) 2019 , the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.